Manufacturer narrative:
Corrected information can be found in section type of reportable event. Initial MDR was inadvertently sent with incorrect information in type of reportable event

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering was unable to confirm the customer reported complaint, as a visual inspection of the tip did not find any evidence of arcing and there were no holes and or tears observed in the silicone part of the tip cover. No physical damage was found. Engineering eval of the monopolar curved scissors (mcs) instrument used in conjunction with the returned tip cover accessory found that the distal end of the instrument shows no char marks or other signs of arcing. The metal components at wrist do not have abnormally sharp edges that would potentially damage the tip cover.

Event description:
It was reported that during a da vinci si hysterectomy with pelvic-aortic lymphadenectomy procedure, arcing was observed coming from a hole on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and arcing was observed coming from a hole on the replacement tip cover. Another tip cover was installed and arcing was noticed coming from the third tip cover accessory used, causing a burn to the pt's bowel. The affected area of the pt's bowel was repaired and the planned surgical procedure was completed using a 4th tip cover accessory. Medwatch MFR reports #2955842-2012-00203 & 2955842-2012-00205 were submitted for the first and second occurrences of arcing.